Event description:
It was reported that a pt underwent a strabimus surgical procedure on an unk date and suture was used. The pt experienced pain on eye movement and the conjunctiva remained red and elevated. At ten days post-operative, the pt developed granulomas at the sites of the suture knots. The pt was given steroid eye drops. By six weeks post-operative, the pt was comfortable and the event was resolved.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.